Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgment was confirmed. The reported difficult to remove sheath was unable to be replicated in a testing environment as it was based on operational circumstances and the protective sheath was not returned. As there were crimp marks visible on the balloon between the markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that positive pressure during preparation resulted in resistance felt during sheath removal thus resulting in the reported difficulty to remove the sheath and ultimately resulted in the reported stent dislodgement. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Reportedly, there was resistance removing the protective sheath off a 3.5x28mm xience alpine stent delivery system (sds). The sds was advanced to the target lesion and upon inflation of the sds it was noticed that the stent was not on the device. It was then noticed that the stent had dislodged and remained in the protective sheath. The procedure was successfully completed with a new 3.5x28mm xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.